Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient required surgery due to loosening on right knee. Update as per sales rep on 10/29/2015: tibial and femoral components were loose.

Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that there were no other similar reported events for the lot. Conclusions: the exact cause of the reported loosening could not be determined with the limited information provided. Further information such as product return, x-rays, operative notes, medical records and follow-up notes are needed to complete the investigation to determine a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that loosening may result from other factors not necessarily related to the device.

Event description:
Patient required surgery due to loosening on right knee. Update as per sales rep on 10/29/2015: tibial and femoral components were loose.